Event description:
Further follow-up revealed that high impedance was first seen during diagnostics in september, 2005. Patient had chest x-rays taken and review by the physician did nto reveal any discontinuities in the system or tissue scarring. The patient is in stable condition and still maintains good seizure control. Currently there are no plans for surgery; a battery life calculation was done and concluded that the generator has approximately 1.7 years until it should reach end of service. The cause of the high impedance event is unknown at this time. Potential causes of high impedance include: broken lead, patient movements, bad connection, electrode to vagus, nerve interface, approaching end-of-service, physician/patient training, possibility of damage during mfg, design durability or corrosion.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. Lead break is suspected. Revision surgery is likely. No adverse event was reported in conjunction with the high lead impedance condition. Report is incomplete because no response has been received to manufacturer's requests for additional info from treating neurologist (via telephone x2, via e-mail x1).